Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4229661. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd the following information was provided by the initial reporter: my nurses said that the IV catheters of this particular lot are malfunctioning. The safety feature is not working correctly. Needle for IV is not retracting. Injuries or adverse event: no. 14 nov: are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. 11-08-2024. 15 nov: its not 1 day that it happened it is the entire box of catheters we can't really retain them due to the fact that they have blood in and on them.